Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and alternating thresholds on the right ventricular (rv) lead. It was noted ventricular pacing resulted in a tachycardia. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the output management feature of the implantable pulse generator (ipg) would not run the threshold test. The device was reprogrammed and remains in use.